Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n54146. Upon inspection of the tissue afterwards it was confirmed that no staples were there. The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a segmental small bowel resection procedure, the surgeon claimed that the instrument would not staple at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient.